Manufacturer narrative:
Investigation outcome: it was reported that a patient experiencing sepsis and septic shock suffered cardiopulmonary arrest, and the patient was connected to the device to support cardiopulmonary resuscitation. The device passed all pre op checks; however, "when the ventilator was connected to the patient, the ventilator frequency was abnormal and an airway obstruction alarm was triggered" and "during the period from when the operator connected the patient to the ventilator until the abnormal alarm was detected, the ventilator suddenly stopped supplying air". As a result, the patient was ventilated via "simple breathing bag to pressurize and supply air to the patient" and then transferred to a "backup ventilator" with no issues. Troubleshooting included the "...operator also used a fiberoptic bronchoscope to check that the patient's endotracheal tube was in place and unobstructed" if the expiratory valve was dislodged, the device and flow sensor would detect the obstruction, and the alarm would trigger during a test with a simulated lung. If the self-test failed, the device should not have been used on the patient. This event was caused by a sticky expiratory valve membrane. Prolonged lack of disinfection or exposure to moisture and aerosolized medication can lead to blockages and alarms. After cleaning and disinfecting the expiratory valve membrane and passing calibration, the issue was resolved. This event is a maintenance issue unrelated to product quality. The hospital has been reminded to regularly disinfect the expiratory valve membrane as per the operating manual. After cleaning and disinfecting the expiratory valve membrane and passing calibration, the issue was resolved. The customer has been reminded to regularly disinfect the expiratory valve membrane as per the operating manual. This case is considered as closed.

Manufacturer narrative:
Hamilton medical ag ref nr: (B)(4).

Event description:
The following was reported to hamilton medical ag: "the report from hospital says: 1) due to "sepsis and septic shock", the patient's heartbeat and breathing stopped at 14:15 on (B)(6) 2025. Cardiopulmonary resuscitation was immediately administered, and the patient was placed on a ventilator at 14:30. 2) the operator operated the ventilator according to the ventilator operating procedures and specifications, and the equipment was within its validity period. 3) after connecting the breathing circuit according to the specifications, the operator passed the self-check, and the ventilator displayed normal parameters. When the ventilator was connected to the patient, the ventilator frequency was abnormal and an airway obstruction alarm was triggered. During the period from when the operator connected the patient to the ventilator until the abnormal alarm was detected, the ventilator suddenly stopped supplying air, which could potentially cause irreversible damage to the patient's organs or tissues and even directly lead to resuscitation failure. 4) upon discovery, the operator immediately used a simple breathing bag to pressurize and supply air to the patient, simultaneously checking that the breathing circuit was unobstructed. The operator also used a fiberoptic bronchoscope to check that the patient's endotracheal tube was in place and unobstructed. The operator then immediately switched to a backup ventilator. 5) after replacing the ventilator with a new one for mechanical ventilation, there were no abnormalities, and the patient's condition stabilized. The removed ventilator was reported to the equipment manufacturer for repair." No health consequences or impact. The case has not been reviewed yet by hamilton medical ag. Therefore, the failure description could not be confirmed yet and so far, no device relation has been established.